Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating the listed device alarmed occlusion at 12:44 am on (B)(6) 2015. At that time, the device user reportedly cleared the occlusion alarm and resumed insulin on the pump. Additional occlusion alarms occurred throughout the day. The patient ended up being admitted to the emergency room for blood glucose levels around 600 mg/dl. Infusion set was removed and a ball of insulin was discovered in the device pigtail restricting insulin flow. No permanent adverse effects to patient reported.